Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited high impedance, oversensing, noise, and had fractured. The lead was explanted and replaced but was damaged by the laser extraction process. A left ventricular (lv) lead was attempted to be implanted during the procedure but the patient's coronary sinus was perforated or had ruptured. Pericardial effusion and cardiac tamponade then ensued. The patient had become hypotensive and required pericardiocentesis, a transfusion and a median sternotomy to repair the ruptured coronary sinus. No lv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.